Event description:
It was reported by repair work order that the brakes would not hold properly due to malfunctioned brake rings and the siderails could unlatch during use due to missing compression springs.